Event description:
It was reported that a ring which had come off the devices' gasket fell in the pt, during laparoscopic appendectomy procedure. The piece was retrieved. There was no consequence to the pt. Another device completed the case.